Event description:
The healthcare professional (hcp) reported that the patient expired; the cause of death was assumed to be natural causes. The patient's death was not related to the implanted devices per the hcp. Additional information has been requested. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.